Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant and introducer stuck inside the dispenser hoop, which is consistent with the alleged product issue. The introducer remaining in the dispenser hoop is consistent with the shrink lock not being in the correct location at the time the coil was attempted to be removed. Further inspection found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing forces exceeding the tensile strength of the monofilament, causing the implant to separate from the pusher.

Event description:
It was reported that during a prostate artery embolization procedure, the customer opened package and flushed the hoop which holds the azur cx coil system. When the customer tried to remove the coil from the hoop, the pusher wire came out, but the sheath/housing that the distal pusher wire and coil are in did not come out of the hoop. Only the pusher wire with no coil attached came out. The customer then opened another azur cx coil, and it was successfully removed from hoop and deployed. The patient is reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.